Manufacturer narrative:
The rse evaluated the device remotely and determined that the device showed a disabled error, and it cannot be used due to a user error. After re-performing the self-test, it passed, and the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a report error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6)